Event description:
It was reported that a patient had no stimulation sensation, she had a fall the week prior to the report, and ever since she didn¿t feel stimulation on the current program. It was noted that the patient was on program 2 and had gone all the way up and felt nothing when she usually was at 5 volts. The patient changed to program 3, went to 7.5 volts, and could feel comfortable stimulation. It was reported that the patient felt stimulation and it shut off after about 8 seconds, but it did come back on. It was noted that ¿sometimes it takes a while to get going.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v650831, implanted: (B)(6) 2013, product type: lead. (B)(4).